Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328512, batch no. 8351991 . Verbatim: issue(s): both boxes found needle shields hard to remove and needle hub separated within the shield when removed shield. Lot #: 8351991. Item #: 328512 for both boxes. Date of event lot # 8351991 with 3 syringes both issues (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) from lot # 8351991 were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328512 batch no. 8351991. Verbatim: issue(s): both boxes found needle shields hard to remove and needle hub separated within the shield when removed shield. Lot #: 8351991. Item #: 328512 for both boxes. Date of event lot # 8351991 with 3 syringes both issues (B)(6) 2019.